Manufacturer narrative:
Device evaluation anticipated but not yet begun; no conclusion can be drawn at this time.

Event description:
Right hemi-colectomy procedure. Plc75b dlu was fired and "firing complete" message was received on pc. However, there were malformed staples. Dlu did not cut or staple correctly on the distal and proximal end of the reload. The middle of the reload performed as intended.